Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the teflon pad damage to be related to the customer reported complaint. The instrument was found to have a missing teflon pad on the clamp arm. The teflon pad, measuring approximately 0.38" x 0.11" in size, was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. A review of the procedure log with the information provided resulted in no additional information. In addition, the harmonic ace instrument information cannot be verified through the system log review at this time as it was not registered on the system. The harmonic ace instrument is a single-use device. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) specialist. From the image provided, it looks like the teflon pad is detached/missing from the instrument clamp arm. No conclusive determination can be made based on this analysis. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis investigations confirmed a missing teflon pad from the harmonic ace instrument clamp arm. The missing piece could fall inside the patient during the surgical procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer observed that the harmonic ace instrument white "gasket" was shifted on the clamp arm. The customer confirmed that no fragment fell inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.